Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report a missing sensor wire on (B)(6) 2014. Patient's mother claimed that upon removal of sensor pod, she was unable to locate sensor wire. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.